Event description:
The patient had been using a tear tech 2000 device for approximately 8 months. While using the standard electrodes, this was their first report of skin irritation. The patient mentioned tthe compliant during an in home service call from one of co's technicians. Pt stated that the unit was giving them some reactions on their neck. Patient stated that they had fallen asleep and woke up with blisters. Patient stated that they have not had a problem like this before and uses the unit 4 times a day. Patient stated that when family member removed electrodes from patient's neck, patient had a "burn" that was very deep. Patient also stated the electrodes were not old and tech decided to replace the entire unit. Patient stated that the unit has helped them and that it took 2 months for the irritation to heal. Patient stated that they showed their doctor and that he looked surprised. Patient states that they are left with celloid (darker) type skin. Vq technician stated that they saw one scar on the patient's neck that was the size of a dime. He also mentioned that the irritation was not a recent one. Pt was not using unit at time of complaint.